Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "an io was used on a patient in our emergency department. It was left in for 24hrs and removed. When the nurses attempted to remove it, they could not get it out. Multiple people tried and finally an ER nurse came up to the floor to remove it. When it finally loosened to come out, the needle was broken off and stayed inside the patient". Additional information reports, "the patient has not been meaningfully responsive since arrival to the hospital. This patient has been recommended to hospice care for reasons unrelated to this event". The patient received an xray but the product was not removed from the patient. No patient harm or injury reported. No medical intervention required.

Event description:
It was reported "an io was used on a patient in our emergency department. It was left in for 24hrs and removed. When the nurses atte mpted to remove it, they could not get it out. Multiple people tried and finally an ER nurse came up to the floor to remove it. When it finally loosened to come out, the needle was broken off and stayed inside the patient". Additional information reports, "the patient has not been meaningfully responsive since arrival to the hospital. This patient has been reccomended to hospice care for reasons unrelated to this event". The patient received an xray but the product was not removed from the patient. No patient harm or injury reported. No medical intervention required.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device, states "attach luer-lock syringe to hub of cannula. Maintain axial alignment and rotate clockwise while pulling straight out. Do not rock or bend the cannula. Improper technique may cause cannula to break". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.